Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic in backup vvi. A user download restored the pulse generator to normal function. The device was interrogated and measured battery data was 2.66 v, 6 kohms, 15 ua. The remaining longevity was approximately one year. The patient was discharged but returned 15 minutes later complaining of feeling weak and dizzy. Interrogation then showed eri. The pulse generator was later replaced and discarded.